Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately to mild calcified left anterior descending artery. A 28 x 2.50mm promus premier¿ stent delivery system was selected to treat the lesion. During the first inflation, the physician could not inflate the balloon of the delivery system. During the second inflation, the stent was successfully deployed. Angiography was then performed. It was found out that the balloon ruptured. The device was removed intact. The procedure was completed with this device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately to mild calcified left anterior descending artery. A 28 x 2.50mm promus premier¿ stent delivery system was selected to treat the lesion. During the first inflation, the physician could not inflate the balloon of the delivery system. During the second inflation, the stent was successfully deployed. Angiography was then performed. It was found out that the balloon ruptured. The device was removed intact. The procedure was completed with this device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent had been placed in the lesion site and hence was not returned for analysis with the device. A visual and microscopic examination found that there was blood inside the balloon indicating there was a leak at the time of the procedure. The balloon cones profiles were reviewed and no issues were noted with the overall profile. The balloon wings were re-folded on return for investigation. Following an initial examination, an attempt was made to inflate the balloon; however this attempt failed as fluid leaked from the tip of the device. This leak would indicate damage/defect to the lumen of the device is likely. There was no apparent damage to the balloon wall causing a leak through the balloon as indicated in the event description. The inner was broken at the bi-component bond. The bi-component break was visually evident and appeared as a 11mm separation in the inner during microscopic examination. There was evidence of stretching to the inner wire lumen distal to the bi-component break location. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. As the bi-component bond was evidently broken it would have been difficult to inflate the balloon and hence the leaking of fluid through the tip of the device. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).